Manufacturer narrative:
(B)(4). Nonconforming cartridge weld the analysis results confirmed that the device was received with the nose open due to an insufficient nose weld. No functional test could be performed with the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No batch record review could be performed as no lot number was provided.

Event description:
It was reported that during a laparoscopic right colon procedure, the staples did not form correctly. The staples looked like the number three. Another device was used to complete the case with no patient consequence.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because data port issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.